Event description:
Reportable based on device analysis completed on 12-dec-2025. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal of right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon catheter was advanced for dilatation, but when pressure applied, balloon failed to inflate. The device was removed, and pressure was reapplied; however, the balloon still failed to inflate. The procedure was completed with a kizashi balloon catheter of the same size. No patient complications were reported. However, returned device analysis revealed longitudinal torn.

Manufacturer narrative:
Device evaluated by MFR.: wolverine cb mr, ous 10mmx2.75mm, was returned for analysis. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. No issues were noted with the hypotube shaft. An attempt was then made to inflate the balloon using and encore inflation device to 12 atmospheres (atm) as per, wolverine, instructions for use (IFU). However, it was observed that a leak was occurring. A detailed microscopic examination of the balloon material identified a 1mm tear above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Microscopic examination of the proximal, distal markerbands, and tip identified no damage.